Event description:
It was reported that the during the cardiomems implant procedure the physician experienced difficulty advancing the cardiomems delivery catheter to the pulmonary artery due to the patient's anatomy. While troubleshooting the advancement difficulty it was noted that the cardiomems catheter seemed to be catching on the patient's pacemaker lead. Due to concern that the lead had been dislodged the case was aborted. The patient was admitted overnight for monitoring. Imaging was performed which confirmed the lead had been dislodged. A new lead was placed (B)(6) 2024. The patient was discharged (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)